Manufacturer narrative:
Case under investigation. Hamilton medical ag reference number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: "today we had 2 coaxial breathing circuit sets that came with a hole on the circuit straight from the packaging and came from the same lot batch. We have isolated these 2 circuits and we have report it to the mhra." "They were preparing the ventilator for a patient transfer so they opened these circuits to do the pre-use check on the ventilator and found the holes". "These circuits were not used on a patient".